Event description:
Information was received from a patient who was implanted with a neurostimulator for other upper quadrant sites. It was reported that they had a battery removed because the spinal cord stimulation had not helped at all. The patient reported that they should not have gone bad that fast.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.